Manufacturer narrative:
The valve was returned with delivery system partially inserted through sheath. The valve was stuck within sheath housing. The returned device was visually inspected for any abnormalities and the following was observed: puncture hole on sheath strain relief approximately 2.5 inches from comnut. After sheath strain relief was removed, same puncture hole was observed to have penetrated the sheath liner and hdpe. Scratches along sheath shaft. One (1) strut slightly bent outward at the inflow side. All struts exposed through skirt, normal after crimping and use. Post-expanded: bent strut was corrected. Valve frame distorted/canted. All struts remained exposed through skirt, normal after crimping and use. Leaflets were wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. No imagery was provided. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during procedure the valve got stuck in the partially expandable part of the esheath. A spike of the stent also bored through perforating the esheath'. As noted, the sheath was inserted at 20 to 30 degrees angle. Additionally, the patient's access vessel had presence of calcification as indicated by the scratches observed on the sheath shaft. The steep insertion angle and calcification can create a challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught and punctured through the sheath during the delivery insertion through the sheath and resulted in the bent strut. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, during insertion, the valve became stuck in the partially expandable part of the esheath. The valve bent strut perforated the esheath. The system was removed as a unit with no patient injury. New devices were used successfully. The patient is stable post procedure.